Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty with loading multiple cartridges. There was no reported impact to the customer's blood glucose level. No further information was provided regarding this issue. Reportedly, the customer continued to use the pump for insulin therapy.